Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 439 mg/dl. The customer reported they have a backup plan available. The customer was treated for high blood glucose with insulin pump. The customer stated that the drive support cap is sticking out. The customer stopped that troubleshoot due to pump being damage. The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 503 mg/dl. The customer was treated with insulin pump. The customer stated that the drive support cap is sticking out. The customer stated that she doesn't recalls pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.